Event description:
This report summarizes three malfunctions. A review of the reported information indicates the model 8806061 implantable ports allegedly experienced obstruction of flow . The report was received from various sources. All the three malfunctions were involved patients with no known impact to the patient. Of the three reported malfunctions, two are female with ages ranging from 50 to 58 years old and weight ranged from 52 to 55 kgs.the remaining patient age, gender and weight was not provided.

Manufacturer narrative:
H10: the lot number for the three reported malfunctions are provided, therefore, a lot history reviews were performed. Out of three malfunctions, two devices were returned to the manufacturer for evaluation and one device was not returned for evaluation. A medical image was provided and reviewed for one out of three malfunctions. For one of the three reported malfunctions, the alleged obstruction of flow issue is inconclusive. Suction issue and failure to infuse are inconclusive for one malfunction. The remaining malfunction is unconfirmed for the reported obstruction of flow and failure to infuse issue. A definitive root cause could not be determined based upon available information. The devices are labeled for single use, h10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The pro code for the powerport isp MRI 6f chronw/os is identified in d2. H10: g4, h6(device: 2170 and 2340). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the three reported malfunctions are provided, therefore, a lot history reviews are currently being performed. Out of three malfunctions, two devices were returned to the manufacturer for evaluation and one device was not returned for evaluation. A medical image was provided for one out of three malfunctions. Therefore, the investigation for the reported events are currently underway. The devices are labeled for single use. The catalog number has not been cleared in the u.s., but is similar to the power port isp MRI 6f chronw/os products that are cleared in the us.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates the model 8806061 implantable ports allegedly experienced obstruction of flow. The report was received from various sources. All the three malfunctions were involved patients with no known impact to the patient. Of the three reported malfunctions, two are female with ages ranging from (B)(6) years old, and weight ranged from (B)(6) kgs. The remaining patient age, gender and weight was not provided.